Event description:
Customer reported experiencing symptoms of dizziness and lightheadedness. She tested her blood glucose level with her freestyle flash meter and it was noted to be 105 mg/dl. The customer went to hospital at approximately 8:30am and her blood glucose level was found to be over 400 mg/dl. She was admitted for 1 day and treated with several injections of an unknown medication. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed. All results were within the range specification during control solution testing and according to the memory log of the meter it is noted that in 2007, she received a reading at 97 mg/dl at 8:59am.